Event description:
Surgeon was using morcellator on very dense, thick fibroid. Morcellator was working rapidly, then slowed down. Surgeon thought it dulled so 2nd handpiece disposable device was obtained. It too was slow and hardly morcellating then a "pop" was heard. The device was noted to be intact. A 3rd handpiece was given to the field and plugged in to the morcellator unit but it would not operate. The power light was on but nothing happened in the middle black box. The rep was called and stated the unit had "shorted out" (the junction between scope and device had shorted out). The procedure was stopped before all the fibroid could be removed.